Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant defect" (rupture). Clarification to partial date of implant: (B)(6) 2013 was provided. Continued e1 phone number: (B)(6). Clarification to d4, partial implant description received: allergan anatomical 295g. Clarification to g2: bfarm (bundesinstitut für arzneimittel und medizinprodukte): federal institute for drugs and medical devices.

Event description:
Healthcare professional reported "implant defect". This record is for the right side. Device status is unknown. Device return is unknown.